Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 64 year old male patient who had been admitted in with extensive cardiac history. He had known coronary artery disease and plan for possible bypass/CABG, hyperlipidemia, hypertension, diabetes, and angina. The patient did not have a CABG and instead had the cp pump placed to support during the high risk percutaneous coronary intervention (hrpci). The hrpci was performed and the patient was supported for 4 days and was explanted, but later the team reported upon an adverse event of anemia. The patient had come in with a hemoglobin level of 15g/dl and dropped to 7.9g/dl. The multiple procedures could have contributed to the blood loss and anemia. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: anemia/post-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.